Event description:
This supplemental report is being filed to provide additional information that the product has been abandoned and replaced with a transvenous product. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing of non-physiologic noise. Also, the shock impedance was high but within normal limits. Office testing found noise in all three of the sensing vectors. The doctor is planning to explant and replace the system with a transvenous system. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had an inappropriate shock due to oversensing of non-physiologic noise. Also, the shock impedance was high but within normal limits. Office testing found noise in all three of the sensing vectors. The doctor is planning to explant and replace the system with a transvenous system. There were no additional adverse patient effects. The system remains implanted.